Manufacturer narrative:
Zimmer did not receive the explanted device for analysis. The device history records for the zimmer device was reviewed by the firm and no manufacturing anomalies were noted. There is no indication from our investigation that the devices caused or contributed to the event. Should additional information be received that changes this conclusion, an amended MDR will be filed. No corrective action is indicated at this time and zimmer considers the investigation closed.

Event description:
It was reported that the revision surgery was done because there was a post-op femur fracture below the prosthesis.